Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received for another complaint (com 104081), after review of the medical records for MDR reportability, the pfs/medical records allege elevated metal ion levels (no labs). The stem and head are being reported as they cannot be excluded as the cause of the elevated metal ion levels. No revision date has been provided. A poly liner was implanted.